Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to a suspected damage at the inner conductor coil. This damage was generated due to an incorrect use of the device. Also helix retraction issues were observed. This lead was successfully replaced. No additional adverse patient effects were reported.